Event description:
The patient reported feeling stimulation on initial programmed settings. Additionally, they reported increased swelling, scabbing from rubbing the top of their foot, increased pain and an electrical pulse sensation whether the device is on or off. The patient was reprogrammed with lower settings and placed on a treatment plan, and the scabbing has healed. The patient requested an explant procedure however, a date has not been scheduled as of yet.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-stimwave device implanted and the patient experiencing new pain/unintended stimulation in a new area that is not targeted for therapy have been ruled out as potential causes of the reported issue. However, the patient has contraindicating conditions including complex regional pain syndrome (crps). The stimulator is used to treat pain. The cause of the electrical pulse sensation is unknown. However, the cause of the swelling, scabbing and increased pain are due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has crps (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.